Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to system infection. The infection is believed to be associated with transvenous device. No additional adverse patient effects were reported. No additional adverse patient effects were reported.